Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that 2 bd micro-fine¿+ pen needles was unable to deliver insulin. The following information was provided by the initial reporter: the patient purchased needles at a pharmacy , and no liquid came out when the air was exhausted before use.

Event description:
It was reported that 2 bd micro-fine¿+ pen needles was unable to deliver insulin. The following information was provided by the initial reporter: the patient purchased needles at a pharmacy , and no liquid came out when the air was exhausted before use.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.